Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the console displayed the "full canister" alarm even though the canister was not full. The therapy was not interrupted. Backup was available. During the investigation process, the dc inlet port was found broken.